Event description:
It was reported that two physicians, in-training in the use of the prostar device, attempted a pre-closure technique of the 5.5 mm right common femoral artery (rcfa) prior to an aortic stenting and valvuloplasty procedure. Reportedly, the prostar 10 fr device was being used as closure of a 14 fr femoral puncture. The device was deployed in the rcfa without issues, the sutures were harvested. Upon completion of the interventional case, a 0.035 guide wire was re-inserted into the 14fr sheath in situ. The physicians pre-tied the sutures and advanced the suture knot towards the sheath in the rcfa for closure, prior to the sheath being completely removed from the vessel. The suture was tightened and locked on the sheath as the sheath was being removed. The physicians were unable to remove the sheath or cut the suture to release the sheath. Hemostasis was not able to be achieved; they were unable to visualize the suture on the sheath to cut the suture. A vascular surgeon was called in to control the bleeding. The 14fr sheath was removed and the vessel inspected; there was no damage to the vessel wall, no perforations were seen. The vessel was surgically closed. Protamine was administered to reverse the heparin. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products and therapy dates, continued: 0.035 guidewire, heparin, dilatation catheter: cordis maxi. Sheath: 14fr cordis. The device was discarded at the facility, the lot number was identified. Review of the device history record did not produce any findings relevant to this report. The prostar instructions for use indicate: remove the prostar xl sheath before tightening the suture. Failure to remove the sheath prior to tightening the suture may result in detachment of the tip of the sheath. If using the pre-close technique (placement of the prostar xl device sutures prior to dilating the access site beyond 10f), sutures should be gradually tightened as the introducer sheath is removed to maintain hemostasis. Also, if using the pre-close technique, sutures should be gradually tightened as the introducer sheath is removed to maintain hemostasis. Do not tighten the suture around the prostar xl sheath. Based on the event information, the root cause has been determined to be most likely related to user error.